Event description:
<P>it was reported that the pump quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by customer technical support (cts) to ensure the pump was not connected to a power source and was advised to press the button firmly with the tip of their finger while supporting the pump, but the display still did not turn on. Cts planned to continue with further steps according to their script.</p>